Manufacturer narrative:
Review of the logfiles for the day of treatment shows 30 successfully performed treatments without any error or relevant warning. According to the treatment report the reported treatment could be linked to the 27th treatment. During the reported treatment no abnormalities can be identified and the treatment was finished with good suction values and no long suction time. According to quick user manual, the user used energy settings which are also within the defined recommended arrangement of pulse energy. During the complete day the user renewed the energy check so all treatments were performed in the required time range. The logfile shows no error or relevant warning messages during the complete day and also the energy stayed stable and showed no abnormalities. No problem with the system can be identified by reviewing the no technical root cause could be identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient presented with striae in the right eye one day post lasik. A flap lift, rinse, and reset was performed. The patient was seen in follow and the flap was noted as being in place.